Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Pt's father contacted dexcom technical support on (B)(6) 2011 to report that his son's receiver did not alert him during an extreme low (30 mg/dl). Pt's father manually checked the alarm and reported that it vibrates, but only has a faintly audible beep. Pt's parents treated him for his low, and no medical intervention was required. Pt was fine at the time of his father's call to dexcom technical support.